Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit experienced an unknown restart at power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The u3 pin 3 (2a8) internal shorted to pin 4 (gnd) on the cpu pcba created the 4 and 1008 error codes.